Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2013-05868. It was reported the patient was receiving ineffective coverage due to lead migration. On (B)(6) 2013, the patient's lead was relocated. The patient's ipg was also relocated due to being superficial. Surgical intervention resolved the patient's issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.